Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation, and distributor noted that pump powered on, charged, and was recognized by computer but still showed malfunction alarm on startup, so customer received replacement pump while original device was awaited for further inspection.